Event description:
It was reported that when using bd pyxis¿ medstation¿ es, the drawer failed. The customer stated that there was no delay in getting the medication because they were able to obtain it from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. A field service engineer replaced drawer to address the issue. The system functioned as intended after the field service engineer troubleshot the device.